Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. During repair, it was determined that the device specification (design) was incorrect, the tuning fork had an internal tension that was too high due to the pressed in pins and/or the high hardness of 58 ± 2 on the rockwell hardness (hrc) of the tuning fork. A CAPA was initiated for the breakage of the tuning fork of the attachment and the incorrect material specification. The assignable root cause was determined to be due to wear from normal use and servicing and manufacturing issues. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the saw attachment device had an unknown malfunction. During in-house engineering evaluation, it was determined that the attachment blade was flapping while oscillating. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.